Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medwatch with uf/importer report number (B)(4) was received on (B)(6) 2018. On (B)(6) 2017, a (B)(6) year old female patient was undergoing a removal of a spinal cord stimulator. The physician placed the patient on mayfield pins while supine on a stretcher. The patient was then turned to prone position on the operating room (or) bed. The physician noted that the mayfield moved when one of the double pins came loose. The patient was then placed back supine on a stretcher and the mayfield was removed. The physician noted 2 pin sites with puncture mark, but one with about 2cm straight laceration in the left partial region. The physician prepped the area with betadine and repaired laceration with sutures. The skin was well approximated. The patient was then again turned prone to or bed but now using mayfield horseshoe to support the head. The patient was discharged home on the day of surgery. The patient was not repositioned until the issue was discovered, at this point the surgeon repositioned the skull clamp, and proceeded with the procedure. The surgeon placed the patient into the 3-point skull clamp prior to the procedure. The physician stated that the reading on the pressure gauge on the clamp read 60. In the middle of the procedure the surgeon felt that the positioning had come loose. The physician scrubbed out and checked the skull clamp, this is when the physician discovered that the pressure gauge was now read 0. The physician also noticed that the pin had slid and caused a laceration in the patient's scalp in the parietal area. The physician repositioned and finished the procedure. During this entire time, it affected the surgery in any way, but did cause an anticipated laceration on the patient's scalp. Approximately 60 minutes of use of the device. The patient had a laceration on the scalp which staples and a dressing was placed

Manufacturer narrative:
The device was not returned for evaluation. According to the DHR review, there were no issues noted on the build records. The failure and root cause analysis cannot be performed at this time.